Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used fr angio-seal vip was returned for product evaluation. The carrier tube assembly, hemostasis sheath, and arteriotomy locator were returned. No other accessory components were returned. The returned components were subjected to visual analysis. There were no visual anomalies noted with the arteriotomy locator. The bypass tube was observed partially inserted into the hemostatic sheath; however, the carrier tube assembly was only partially inserted into the hemostatic sheath. A portion of the manufactured slit and swollen collagen could be seen proximal to the bypass tube. The anchor was caught on the distal portion of the hemostatic valve. There were two kinks approximately 0.496" and 3.586" from the bypass tube as measured with a sliding gauge. Due to the swollen collagen, no functional testing could be performed as the carrier tube assembly could not be fully inserted and locked into the hemostatic sheath. Microscopic analysis did not reveal evidence that the hemostatic sheath was ever properly mated with the carrier tube assembly. To remove the partially inserted carrier tube assembly force was applied to the carrier tube assembly which led to the fracturing of the anchor. There is no evidence that this event was related to a device defect or malfunction. Based on the returned device, there was no indication that the deployment sleeve was successfully locked into the hemostatic sheath. If this did not occur, then the carrier tube assembly could easily become partially removed with the anchor on the distal side of the hemostatic valve. This failure could be replicated by only partially inserting the bypass tube into the hemostatic valve and failing to lock the deployment sleeve into the hemostatic sheath.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the physician released the angio-seal vip system, he saw that the device did not have the suture or collagen plug. No patient injury or medical intervention required. Patient is stated ok. Manual compression at femoral puncture site to achieve hemostasis. There were no other reported devices or equipment used with the product. Additional information received on june 20, 2018. At the conclusion of a pca (percutaneous transluminal coronary angioplasty), there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There had been a pre deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. There was no disease present at the entry site. The physician could not visualize the suture or collagen at any time. All of the system was removed with the device. Manual compression was performed and there was successful hemostasis.